Event description:
It was reported that a stent was deployed across a very tight section of the popliteal artery that would not stay open despite multiple balloon inflations. The doctor realized it was a risk, but this patient had no outflow and was going to have a surgery if this did not work. The plan was to deploy the self expanding stent across the section and then balloon it to help hold the section open, but this hour glass shaped section was so tight that when the stent was deployed, the additional space taken up by the stent caused the cross section to become so small that the tip could not be retrieved through it. The tip of the delivery system detached from the delivery system but no attempt was made to retrieve the detached tip as the doctor took the patient to surgery and did an endarterectomy on the popliteal section. The stent and the tip were removed during the same procedure.

Manufacturer narrative:
The lot number has been provided and the delivery history records are being reviewed. The investigation is currently underway.